Event description:
On (B)(6) 2012 the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra2 meter was displaying a battery indicator. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at approximately 2:00pm, the patient alleged the issue started. The patient informed the cca that he manages his diabetes a combination of medications including glimepiride 4mg and metformin (unknown dose). The patient reported making no changes to his usual diet, activity level or medications on the day of the alleged issue. The patient reported 30 minutes after the alleged issue started, he developed symptoms of being "shaky and light headed." However the patient denied receiving any medication intervention in response to the symptoms. At the time of troubleshooting, the cca confirmed the meter's battery did need to be replaced. The cca also noted there was no misuse of the product and this was not the first time the subject meter had been used. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood sugar due to the reported issue and reportedly developed symptoms of hypoglycemia after the alleged issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.